Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold out of range by (B)(4) 2016 and remains high through (B)(4) 2016. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Right ventricular capture threshold steady at approximately 1.75 volts through (B)(4) 2015, rises out of range by (B)(4) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a sudden rise to high threshold. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.